Event description:
Oracle ro (B)(4): it was reported that the pump failed the accuracy check during pm. Pump delivered to much fluid ran 3 times. There was no patient involvement.

Manufacturer narrative:
The device was returned to smiths medical.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device in good condition; all was intact. There was no evidence of the reported problem recorded in the event history log. The customer reported problem failed accuracy, was verified/duplicated. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications; and as such accuracy/over delivery was found to be the cause of the reported problem. For corrective action, the expulsor was trimmed. The root cause of the reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device was repaired on 14-apr-2021 for damaged rdc connector. The repairs completed would not have contributed to this delivery accuracy issue., corrected data: correction: d4: model number: 2120.